Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip has fractured. The received device was forwarded to material science for evaluation. On the basis of these observations, the fracture of the component was caused by overload. A bending force was applied to the screwdriver that exceeded the strength of the material. No material defects were observed in the component that could have contributed to fracture initiation and/or propagation to failure. Based on the root cause of overload, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The glenosphere tip of the screwdriver broke off.